Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: the packaged stock product is not applicable for review since no defect or non-conformity was observed from the returned product. Investigation methods/results: the device was returned but not in original package. The implant was verified to be an hahn tapered implant 3.5 x 10mm (B)(6) using radiographic template (B)(6)there was no defect or non-conformity observed and threads were intact. Root cause "lack of primary stability" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for lack of primary stability is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. Per the reported information, the patient had type iii bone quality. It has been shown that the quality and quantity of bone available at the implant site are very important patient factors, in determining the success of dental implants. It is difficult to obtain implant anchorage in bone that is not very dense. Type iii: thin layer of cortical bone surrounding a core of dense trabecular bone. Therefore, the patient's bone quality may have been a factor. Additionally, the doctor noted the patient has general bone loss and a history of smoking. Smoking is known to inhibit local wound healing and may affect survival of implants. Smoking has a strong influence on the complication rates of implants. It causes significantly more marginal bone loss after implant placement, increased the incidence of peri-implantitis (deep mucosal pockets around dental implants, inflammation of the peri-implant mucosa - soft and hard gum, and increased resorption of peri-implant bone), and affects the success rates of bone grafts. IFU 3027904 rev 2.0 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration. The implant site should be inspected for adequate bone by radiographs, palpations and visual examination. "

Manufacturer narrative:
This information updated to reflect the actual device complaint.

Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted. This is the second of two implant complaints, see manufacturer report for the remaining complaint: 3011649314-2020-00663.

Event description:
It was reported that the hahn tapered implant failed. The bone grade is noted as grade iii. The patient has a medical history of hypertension and a history of smoking. The patient presented on (B)(6) 2019 for implant placement on tooth #22 at the initial placement stability could not be obtained. It was at that time the device was removed. The patient current status is noted as "satisfactory."